Event description:
Procedure performed: unknown. Event description: complaint created based off medwatch. Report number mw5145279. This is an anonymous complaint filed by an unknown reporter via medwatch. Thus, no further information can be obtained. Applied medical (cff73) port rubber portion disassembled during usage. Surgeon had to take out pieces from patient's cavity. Product is not returning. Type of intervention: surgeon had to take out the pieces from patient's cavity. Patient status: unknown.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow-up medwatch # mw5145279.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This report is to follow-up medwatch# mw5145279.

Event description:
Procedure performed: unknown. Event description: complaint created based off medwatch. Report number mw5145279. This is an anonymous complaint filed by an unknown reporter via medwatch. Thus, no further information can be obtained. Applied medical (cff73) port rubber portion disassembled during usage. Surgeon had to take out pieces from patient's cavity. Product is not returning. Type of intervention: surgeon had to take out the pieces from patient's cavity. Patient status: unkown.